Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in a moderately tortuous and severely calcified vessel of below the knee. A 2.0mm x 150mm x 150cm coyote balloon catheter was advanced for dilatation. During the procedure, the balloon ruptured upon second inflation at 6 atmospheres for 3 seconds. The device was removed without any problem, and the procedure was completed with another of the same device. There was no patient complications reported, and the patient was in good condition after the procedure.